Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020 , during visual inspection of the device no apparent damage could be observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the lot of the right affected device was 6597644 per device received. A manufacturing record evaluation was performed for the finished device 6597644 number, and no non-conformance related to the reported complaint condition were identified. Manufacturing date: 06/06/2012 expiration date: 06/30/2017 on (B)(6) 2020, during visual inspection of the device no apparent damage could be observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was erroneously omitted to report the product investigation codes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/30/2020 , a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and suffered from back pain, tired all the time, irregular heartbeat. In addition, the patient had experienced rupture and capsular contracture on the left breast implant. As a result, the patient will undergo removal and replacement with sientra brand breast implants on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On 3/25/2020, it was reported to mentor that the patient has a wish for larger breasts and breast adjustment. Manufacturer¿s reference number: (B)(4).